Event description:
Device malfunction: premature deployment. Time of malfunction: during device preparation. Symptoms/ae: it was reported that during device preparation, while the device was being loaded on the wire, the absolute stent prematurely deployed although the handle was locked. This occurred outside of the body and there was no pt involvement. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been rec'd.